Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was examined under magnification, and a crack was observed on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended approximately half-way down to the bottom of the luer threads. Several stress marks and crazing lines were also evident on the valve at the area of the crack. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the product had been used since (B)(6). On (B)(6), the caresite valve was found to be cracked and leaking. The caresite valve was connected to a nipro 3-way stopcock. Used drug solution: sodium bicarbonate and soldem-3a between (B)(6) to (B)(6) in the main port. Methotrexate, aloxi, and dexart on (B)(6). Leucovorin between (B)(6) to (B)(6).